Manufacturer narrative:
The reported event of ¿over-sensing noise¿ was not confirmed. As received, a partial lead was returned in three pieces. The connector piece (a) measured 7.2 cm, an insulation piece (b) measured 3.0 cm and the distal piece (c) measured 44.5 cm / 51.2 cm (insulation / polytetrafluoroethylene (ptfe) liner & inner coil. Visual and x-ray examinations did not find any anomalies that could cause the reported event. Damages found on these pieces were consistent with procedural damages. Electrical testing did not find shorts on any conduction paths. Both ring electrode cables were damaged and separated consistent with explant damage. During analysis additional findings unrelated to the original event were found. Two lead-to-can external insulation abrasions breaching optim insulation only were noted at 35.8 cm to 36.5 cm and 40.6 cm to 40.9 cm in the proximal region of the distal piece.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that noise and oversensing was observed on stored episodes. The patient indicated he was fishing at the time of the event but experienced no symptoms. Programming changes to turn off tachycardia therapy were made to prevent shocks. The lead was explanted and replaced. The patient was discharged in stable condition.